Manufacturer narrative:
The returned device had no visual defects observed. A non-optimal slit location and atypical tearing of the silicone valve were observed on gross inspection. The device passed all standard testing procedures including pressure decay, aspiration, and hemostasis. An extensive engineering test was performed and the device failed the aspiration test. The device passed the aspiration test when the polarx surrogate was inserted, but failed when tipped at slight angles (relative to the sheath) and passed when it was withdrawn. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Event description:
During a cryoablation procedure a polarsheath was selected for use. As the dilator was removed, a blood leak was observed from the hemostatic valve. An exchange of the polarsheath resolved the issue. The procedure was completed without any patient complications. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cryoablation procedure a polarsheath was selected for use. As the dilator was removed, a blood leak was observed from the hemostatic valve. An exchange of the polarsheath resolved the issue. The procedure was completed without any patient complications.